Manufacturer narrative:
Block h6: device code a0414 captures the reportable code of fractured into two separate pieces.

Event description:
It was reported that, during a mid-urethral sling procedure using an obtryx ii system - halo device, the mesh became twisted upon insertion. When the physician attempted to straighten it, the mesh fractured into two pieces. Both fragments were removed, and the procedure was completed with another of the same device. No patient complications were reported.